Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during set up, prior to patient use, the device displayed a watch dog error alarm. The device was returned to the biomedical department from the emergency department with a note saying "alarming watch dog". There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.